Event description:
The customer reported an overload fault error message which would result in an uncommanded system shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage supply regulator and filament driver circuit boards were replaced. The system was then found to be operating as intended.